Event description:
It was reported that the device had a system failure. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed an error code and damaged ac connector. The event history log was not available to review. Functional testing was able to replicate the reported issue; the device went into an error code 41622 alarm message when priming the motor. The root cause was determined to be a damaged/loose optical switch from the bracket. The optical switch and optical bracket were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.